Event description:
Customer called and reported experiencing high blood glucose of over 500 mg/dl, due to insulin not being delivered by the insulin pump. Customer stated there were no alarms and she tried changing the infusion set. Customer also reported there was damage to the device. An o ring had gone missing and the case was broken. There was damage to the reservoir compartment. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, but was received with corroded battery tube and battery cap contact. The device was also received with a cracked case at display window corners, cracked reservoir tube window corners, cracked reservoir tube window, minor scratches on the lcd window, broken reservoir tube lip, and a missing reservoir tube lip o-ring. The test reservoir exhibited a loose fit, due to physical damage to case reservoir tube lip.